Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance after implan t. The pocket was opened and the atrial set screw was tightened. Measurements were taken and founnd to be in acceptable ranges.